Event description:
Hill-rom received a report from the account stating the foot casters were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found all the foot brake casters inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the foot brake casters to resolve the issue. Based on this info, no further action is required.